Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 567 mg/dl. Customer did not report any symptoms related to high blood glucose. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was not active at time of event. Infusion set cannula was bent. No further patient complication were reported.